Event description:
Information received by medtronic indicated that the insulin pump had power error alarm and short battery life. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that the notification light did not stop flashing immediately. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. On jun 17, 2022 customer alleged pump's battery lasting less than 1 week. Device's history and trace files downloaded successfully using thump software. Device passed displacement test, active current measurement, self test, and sleep current measurement. No low battery alarms noted during testing. However, device trace download analysis confirmed the pump alarmed pump error 25 on 06/17/2022 at 6:00am. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Device p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, and cracked case on the battery tube side. Device's battery lasting less than 1 week was confirmed as a result of pump error 25. Pump error 25 confirmed in the pump history files on 06/17/2022 at 6:00am and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.